Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. It was also reported that the right ventricular (rv) lead dislodged. The rv lead was repositioned and dislodged again approximately five days later. The rv lead had perforated the right ventricle and was exhibiting high thresholds with diaphragmatic stimulation. The rv lead was repositioned again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.